Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: visual analysis of the device indicates an empty syringe of 1.0 ml received without plug, no needle in an opened tray. No defect observed to syringe. Device labeling: 5. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use: b. Health care professional instructions: 10. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Marketing director of clinic reported one syringe of juvéderm vollure¿ xc had ¿the needle popped off during the injection.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.